Event description:
It was reported that the distal tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 330cm rotawire¿ and wireclip¿ torquer was selected and advanced to treat the target lesion. During procedure, upon removal of the device from the patient, the physician attempted to perform shaping of the device. As a result, the distal tip of the device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual inspection, the distal end is found to be kinked at approximately 322.0cm from the proximal end and the distal end broken at approximately 325.7 from the proximal end. Moreover, the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the distal tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 330cm rotawire¿ and wireclip¿ torquer was selected and advanced to treat the target lesion. During procedure, upon removal of the device from the patient, the physician attempted to perform shaping of the device. As a result, the distal tip of the device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.